Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient made a mistake and did not wear a mask. The patient was not hospitalized for the peritonitis event. On unreported date(s), the patient was treated with vancomycin 1 gram once in four days intraperitoneally (duration not reported) and meropenem 1 gram once daily (route and duration not reported) for the peritonitis event. It was not reported if dianeal therapy was ongoing. On an unreported date, the peritoneal effluent fluid was clear and the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.